Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not boot up. Analysis was performed using diagnostic tool and confirmed defect in the suite pc. The fse replaced the suite pc. The failure analysis confirmed the malfunction with the suite pc and the cause of the failure was damaged main board, cmos battery slot, mb and chasis. After replacement of the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system software failed to start and needed to be reinstalled. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.